Event description:
It was reported that the patient with this tactra device experienced penile deformity and discomfort, attributed to excessive curvature of the device. The physician suspects that this curvature may be due to the nitinol's memory properties. In addition, it was noted that the device was mispositioned. A surgical procedure was performed to remove the tactra and no additional patient complications were reported.